Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided) and trace ketones; cause was unknown. Reportedly, customer used cartridges beyond approved use per tandem user guide. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.